Event description:
It was reported that about one month after the implant procedure, the patient experienced pain and night sweats. Pericarditis was noted, which was exacerbated by the left ventricular (lv) lead. Oral medication was given to resolve the pain and the device - which was functioning normally - was explanted to allow the pericarditis to resolve and then it was replaced. The lv lead remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).